Manufacturer narrative:
Unique identifier (UDI) # - corrected information: the UDI number should have been (B)(4) in the initial manufacturing report.

Event description:
It was reported that the patient's device was not working properly. It was later reported that the patient's device had been disabled due to a burst watchdog timeout. The patient's device was programmed back on to appropriate settings to avoid the issue in the future. No additional relevant information has been received to date.